Event description:
Per the clinic, the patient underwent tissue debridement (date not reported), to excise an overgrowth of skin tissue around the implant site. It was reported that the patient received skin grafts in (B)(6) 2010 (exact date not reported) and (B)(6) 2010. The abutment was also replaced with a longer model. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.